Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented the helix extended and retracted smoothly with no anomalies.

Event description:
It was reported that during the implant procedure, it was "impossible to deploy the helix adequately." It was noted the physician tried many times, but the helix could not be fully exposed and high pacing thresholds were observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.